Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer was trying to bolus when the alarm occurred. Blood glucose value is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.